Event description:
Boston scientific received information that attempts to obtain intrinsic test results and threshold msmts. From this crt-d were unsuccessful.additionally, p and r wave msmt. Tests could not be completed.atrial(a) pace markers were observed while the device was programmed to sense and pace in the ventricle(v) only.when the device was programmed to sense and pace in the v at 120 pulses per minute(ppm),the device sensed and paced in both chambers at 40 ppm.a save to disk was returned for analysis.the device was found to be endlessly attempting to complete an impedance test.in this state,items such as hourly ram checks and auto cap reforms can not be completed.also,tachy tx may be unavailable.also, the atrial and left v(lv) leads dislodged resulting in atrial non-sensing and lv loss of capture and diaphragmatic stimulation.